Manufacturer narrative:
This report is submitted on dec 7, 2021.

Event description:
Per the clinic, the patient experienced an open sore (treatment unknown) at the abutment site. The implant remains in-situ. The patient is bilaterally implanted. Further information is being sought from the clinic.